Event description:
Reportedly, on 17 august 2022, an ICD could not be interrogated by this programmer, although interrogation of other devices was functional. In the programmer log files, a communication error was noted.

Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). - analysis of the provided expertise files confirmed the reported event: the ICD could not be interrogated by the smarttouch tablet on 17 august 2022. - in-depth analysis revealed that the observed impossibility to interrogate the ICD resulted from a failure in the identification of the associated telemetry head, which occurred immediately after waking up the tablet. - it should be noted that normal behavior was restored after the tablet was restarted. - this is an isolated case.